Event description:
Healthcare professional reported event noted during injection in the nasolabial folds, lips, and oral commissures with juvederm ultra xc utilizing a 25g x 1 1/2 cannula, patient developed "blanching with no pain on the right lip and nostril, a bruise in the middle of the lip, and edema to the right side of the lip." Shortly after the injection, the patient developed pain in the areas of the juvederm ultra xc injections, which the injecting physician thought was caused by compression of capillaries. The same day, injection sites were massaged and she was treated with hyaluronidase, nitro paste, and keflex. The next day the patient was observed to have necrosis (inside of lip). Patient was treated with hyaluronidase, aspirin, "one peel shot" of diflucan, red light therapy, hyperbaric chamber treatments. Physician concluded that the patient had developed "ischaemia" which led to right eye muscle complications, including weakness of the right eye muscles, and double vision when looking forward. Patient was seen and evaluated by an ophthalmologist who confirmed juvederm ultra xc injection contributed to patient's symptoms. Patient is healing well, necrosis is resolving; the area is now red. Patient has developed a "pimple" on the lip which the physician has stated is most likely due to the treatments provided. Patient is not being treated for vision symptoms as patient considers them resolved. The physician also noted the patient was concomitantly injected in the cheeks with juvederm voluma without complications.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: contra-indications: do not inject into the blood vessels (intravascular). Undesirable effects: the patients must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc) which may be associated with itching or pain on pressure or both, occurring after the injection. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. Any other undesirable side effects associated with injection of juvederm ultra xc must be reported to the distributor and/or to the manufacturer.